Event description:
The surgeon attempted to implant an =18.0 diopter cc4204bf collamer plate lens but it tore while advancing through the cartridge. The reporter stated the cartridge split and this may have been the cause of the lens tear. Thre was no patient contact or injury. This is one of three lenses for the same patient. Please reference 2023826-2005-00964 and 2023826-2005-00965.